Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported having high blood glucose for the past three days. The customer reported receiving a no delivery alarm. She then stated she would have high blood glucose despite bolusing for her food. The customer believed her basal rates was not being delivered to her. She also stated she had already troubleshooted for the insulin pump two days prior. She also reported observing no insulin being delivered to her for her basal rates. The customer declined to troubleshoot. Customer's blood glucose was 280 mg/dl. No additional information provided.